Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via drug delivery pump. The indications for use of the pump were non-malignant pain and reflex sympathetic dystrophy/causalgia-complex regional pain syndrome. It was reported that the patient¿s first catheter was replaced in 2012 because it broke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) on 2017-feb-27. It was reported that when asked to clarify the broken catheter in 2012 the patient replied, that they were feeling strange and when the feeling increased they went to the emergency room. The patient learned that they were having withdrawals as the healthcare professional (hcp) found the catheter had broken off at the end connecting to the pump. The broken catheter was found when the hpc opened up the patient. The patient reported that as long as it was close to the replacement date, they changed out the pump and catheter. The patient experienced very intense withdrawals, chills, vomiting, sweats, and cramping, it wasn't good. To resolve the broken catheter the pump and catheter were replaced.